Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with teflon pad damage. The teflon pad was found lifted off its slot and wrinkled. The teflon pad also appeared to be missing material at the distal tip. Missing material, approximately 0.06¿ x 0.03¿, was not returned back. The known common cause of this failure is mishandling/misuse. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. Additional observation not reported was that the instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with an error during self-test. The root cause of this failure is fatigue failure due to mishandling/misuse. Failure analysis found the additional failure of curved blade damage to not be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the gasket of the harmonic ace instrument warped upon firing. The customer replaced the instrument twice to complete the procedure. There was no report of fragment(s) falling inside the patient. There was no reported injury.